Event description:
It was reported that this right atrial (ra) lead was found to be dislodged at the one week post-implant follow-up, and was confirmed via chest x-ray. The lead was surgically repositioned successfully, however the pacing system analyzer (psa) was giving an abnormal egm appearance and capture threshold was not able to be determined. The device was hooked up to the lead before closing the pocket, and testing determined there was also high out of range pacing impedances greater than 3000 ohms. The physician decided to explant and replace the lead without difficulty, where there were no additional adverse patient effects.